Event description:
It was reported that during an unknown procedure, that the clips will not hold. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.